Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. During the evaluation of the device an imprint on the cam mechanism pillar indicates that the device sustained some form of impact causing the condition described by the patient. This however could not be confirmed but seems likely to be the cause. A review of the device history records confirmed that the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
Rep reported the patient had a lengthy MRI and two weeks after the MRI the stair step mechanism was dislodged and floating in the housing. The device was revised with a certas valve. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
Rep reported the the patient had a lengthy MRI and two weeks after the MRI the stair step mechanism was dislodged and floating in the housing. The device was revised with a certas valve.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.